Event description:
It was reported that the patient experienced recurring urinary incontinence due to urethral atrophy and resulting incomplete coaptation of the cuff. An artificial urinary sphincter (aus) revision surgery was performed to replace the cuff. No further patient complications were reported.